Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the name of the procedure? Unknown. What is event day? Unknown. What is procedure date? Unknown. What was used to complete the procedure? They used another charge patient condition? Well, no problems after procedure. Was the needle removed if it fell from the patient during the same procedure? Needle did not fall into situs.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a suture was used. During the procedure, the suture pulled off the needle during tissue passage. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/29/2020 additional information: d4, d10, h4, h6 a manufacturing record evaluation was performed for the finished device batch pgp514, xn8556h19 and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off suture needle. An opened box with thirteen unopened samples of product code 8556h, lot # pgp514, were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.